Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y bypass surgery, the power stapler successfully fired four cartridge reloads on the same loading unit. When the surgeon was ready to create his roux and transect the small bowel, the stapler appeared that the jaws were not fully closed but the surgeon pressed the close button to confirm. Yet, the adapter does not show it was closed and ready for firing. They had used three other loading unit as well as an adapter which had the same issues. The surgeon changed the stapler to a manual stapler, with a new loading unit and cartridge. The technician cycled the instrument successfully but when the surgeon inserted the stapler into the trocar and open it, the jaws will not open. The surgeon decided to use a competitor's powered stapler to complete the procedure. The procedure was extended for 42 minutes. There was no patient injury.